Event description:
The customer originally reported that the device knife would not advance. There was no pt injury reported as a result. Another device of the same type was opened and used to complete the procedure. The device was returned for eval with an internal tab missing from the knife mechanism. The consumer has been made aware of the returned condition of the device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.